Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 08/20/2015. Product analysis: the device was returned and evaluated by product analysis on 07/30/2015 with the following findings: review of the pump¿s black box showed evidence of rebooting. Two battery compartment cracks and battery compartment moisture were observed. Leak testing revealed a battery compartment leak. The battery cap threads were damage and the cap was unable to secure properly to the pump. The pump successfully completed a prime sequence and 24-hour exercise test with a test battery cap without issue or alarm. No damage or defect was found to the internal components and power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.